Manufacturer narrative:
The device is currently being evaluated; smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
It was reported that a medfusion® 3500 syringe pump displayed a "check clutch plunger lever" error, as well as a "super cap" error. No injury was reported.

Manufacturer narrative:
One medfusion® 3500 syringe pump was returned for investigation. A visual inspection revealed the pump to be in "okay" condition; the top case was cracked down from the handle. An event history log review of the device confirmed the reported problem of a super cap error and a check clutch error. The super cap error could be duplicated through functional testing, but because the pump could not be run because of the super cap error, the check clutch error was not duplicated. A root cause for the super cap error was determined to be an inoperable battery. No root cause was determined for the check clutch error. The complaint was confirmed.

Event description:
It was additionally reported that there was no patient involved in the incident.